Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that the cap seal was not fully tightened and/or the port of the device being connected was compromised resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when using the copilot bleedback control valve to monitor pressure, the copilot is connected to the guiding catheter or introducer sheath and the cap closed completely however it appeared that there was some type of leak as the pressure was not measured correctly. No fluid was actually observed leaking from the device; it was assumed there was a leak due to the drop in pressure. A non-abbott valve was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.